Event description:
It was additionally communicated that the patient was admitted on (B)(6) 2024, and the source of infection was colonic diverticular disease. The patient had altered mental status and abdominal pain. The infection was treated with antibiotics.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was stated that the details leading up to death was a pneumoperitoneum, caused by infection, followed by exploratory laparotomy and colostomy, ultimately leading to septic shock. The death was not considered to be device related, and the device was stated to have operated as expected.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: it was reported that the patient expired. The cause of the patient outcome was listed as withdrawal of care following colonic diverticular disease that led to an infection, pneumoperitoneum, and ultimately septic shock. The patient outcome was not considered to be device related and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), operated as intended. An autopsy was not performed, and the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. B and patient handbook, rev. D outline potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, as well as information regarding system function. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to withdrawal of care. The device was not explanted and an autopsy was not performed.